Event description:
Pt's husband reports pt has been receiving occlusion alarm since this morning around 9am (pt's local time). Pt's husband stated they checked the line replaced tubing, checked the clamps and switch pumps, and are still receiving occlusion alarm. Rph advised pt's husband pt should be taken to the hospital as soon as possible or call an ambulance since pt has been without medication a considerable amount of time, exact timeframe unknown. Pt's husband reported pt had an issue with line come out before and was pt was without medication for 7 hours. Date unknown. Pt's husband agreed to get pt to the hospital as soon as possible. Pump serial numbers currently checked out: (B)(6), expiration unknown. No further information, details or dates available. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the pt have a backup device they were able to switch to? Yes. Is the infusion life-sustaining? Yes outcome? Unknown. Diagnosis for use: pulmonary arterial hypertension.